Manufacturer narrative:
It was not possible to investigate the products since they were not returned for evaluation. If the devices are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3114 with lot crcc05, conformed to the specifications when released to stock on the april 24th, 2014. Review of the history device records confirmed the catheter product code 82-3072 with lot crjb8k, conformed to the specifications when released to stock on the august 20th, 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The patient is male and (B)(6) years old, did v-p surgery on (B)(6) 2015. The patient noted leakage of liquid from belly. It was reported that patient had subcutaneous infection. The surgeon intended to do the treatment of inflammation and remove the programmer. The patient is stable.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.